Manufacturer narrative:
Internal report (B)(4). Product returned, eval is in progress.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 80 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/13/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 124mg/dl, (B)(6) 2015 05:55am. 145mg/dl, (B)(6) 2015 05:45am. 181mg/dl, (B)(6) 2015 05:40am. 280mg/dl, (B)(6) 2015 05:35am. 122mg/dl, (B)(6) 2015 05:25am. Adverse event not reported.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 80 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 11/13/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 124mg/dl (B)(6) 2015 05:55 am; 145mg/dl (B)(6) 2015 05:45 am; 181mg/dl (B)(6) 2015 05:40 am; 280mg/dl (B)(6) 2015 05:35pm; 122mg/dl (B)(6) 2015 05:25am. Adverse event not reported.